Manufacturer narrative:
Based on the current information provided, the cause of periprocedural complications of arrhythmia, widened qrs complexes, and stroke-like symptoms cannot be determined. A review of the system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: an 81-year-old patient underwent an ion endoluminal biopsy. During the biopsy a widened qrs was noted and the procedure was aborted. The widened qrs was transient and resolved without further intervention prior to emergence from general anesthesia. After waking up from general anesthesia seizures and left hemiparesis were noted triggering a code stroke. MRI revealed no stroke. A lumbar puncture was performed revealing pleocytosis. Work up ultimately excluded myocardial ischemia, stroke, air embolism and a central nervous system infection per report. The patient was diagnosed and treated for seizures with an improving mild cognitive defect upon discharge in the setting of a history of prior ¿seizure-like¿ events not on anti-epileptics and metastatic breast cancer. There was no reported malfunction of the ion system, instruments or accessories. Based on the available data the transient widened qrs and seizures were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Neurologic events are rarely associated with bronchoscopy. The incidence of anesthesia associated seizures in patients with or without epilepsy has been reported to be 3.1/10,000. However, rates significantly increase in the setting of epilepsy with reports in the perioperative setting ranging from 2-3.4% and up to 12.8% if a seizure was experienced within 1 year of surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023 benish sm, cascino gd, warner me, worrell ga, wass CT. Effect of general anesthesia in patients with epilepsy: a population-based study. Epilepsy behav. 2010 niesen ad, jacob ak, aho le, botten ej, nase ke, nelson jm, kopp sl. Perioperative seizures in patients with a history of a seizure disorder. Anesth analg. 2010. Akavipat p, rungreungvanich m, lekprasert v, srisawasdi s. The thai anesthesia incidents study (thai study) of perioperative convulsion. J med assoc thai. 2005.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced several symptoms including the development of an arrhythmia, widened qrs complexes, and stroke-like symptoms. The patient had a previous history of metastatic breast cancer with an enlarging mass in the right lower lobe (rll) and a remote history of seizure-like events; however, the patient was not on any medication. The target nodule for the biopsy was 3 centimeters in size and located in the right lower lobe medial segment. Biopsy was performed using a 21g flexision biopsy needle. During biopsy, wide qrs complexes were observed, leading to the decision to abort the procedure. The arrhythmia resolved spontaneously before the patient emerged from general anesthesia (ga). However, upon waking up from ga, the patient exhibited left hemiparesis and experienced seizures, prompting a stroke code to be called. The biopsy results obtained prior to abort were non-diagnostic, revealing the presence of macrophages, leukocytes, and parenchyma and/or epithelial cells only. A magnetic resonance imaging (MRI) was performed, which did not show any evidence of stroke. Analysis of the cerebrospinal fluid obtained through lumbar puncture revealed a white blood cell count (wbc) of 13 thousand, leading to the consideration of encephalitis as a potential diagnosis. The physician ultimately ruled out encephalitis and air embolism potential causes of the patient's symptoms. Electrocardiogram and serial troponins were negative for ischemia. The patient was treated for seizures and eventually showed signs of recovery, except for some mild cognitive impairment that was improving upon discharge. The physician suspected that the patient's symptoms were likely due to a primary cardiac event. There was no device malfunction associated with the event.